Event description:
On (B)(6) 2013 it was reported that the patient was seen on this day and found to have high impedance of greater than 10,000 ohms. Clinic notes from the visit reported that the device was now "broken"; however, it was confirmed that this referred to the high impedance. Additional information from the physician confirmed that the high impedance was not attributed to a specific fall or trauma and the device was not turned off after the high impedance was noted. No x-rays of the patient are believed to have been taken. No additional information was provided.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient would get a full revision surgery for the high lead impedance. However, the patient missed the first surgery consult and has not been rescheduled for surgery. No additional information has been provided.